Manufacturer narrative:
(B)(4). The reported field event of an impedance anomaly was confirmed in the laboratory via review of the lead impedance trends. The device was tested on the bench and the atrial pace/sense channel was anomalous. High atrial pacing lead impedance was observed. The anomaly was determined to be caused by a break in the aring wire in the device header. (B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance values were observed. A new lead was connected to the device but out of range lead range was still present. Device was explanted and replaced after which normal impedance values were observed. Patient was stable post-procedure.